Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that when they connect the set to the diet bag, it was leaking.

Manufacturer narrative:
Date received by manufacturer, was updated from 17-apr-2020 to 18-apr-2020.